Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00664.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully placed ten smart coils into the target lesion using the handle and a non-penumbra microcatheter. Upon successful detachment and placement of the eleventh smart coil, it was reported that the coil pusher assembly became stuck in the handle. The smart coil pusher assembly was then removed from the handle and the handle was no longer used in the procedure. The procedure was completed using additional smart coils and a new handle. There was no report of an adverse effect to the patient.